Event description:
Pt developed severe hemolysis and acute renal failure. Per imagingstudies, no kink in outflow graft and inflow cannula was correctly positioned.due to worsening organ failure, pump exchange was completed.thrombus noted in outflow portion of pump.